Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other 4 perclose proglide devices are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement in a common femoral artery was attempted with four proglide devices, using a pre-close technique, via a 6f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, the four proglide devices would not backload onto the 0.035 guide wire; the guidewire would not go through the internal valve of the proglide devices. A cut down was performed and hemostasis was achieved surgically. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. After the procedure, a sterile proglide device from the same lot number was tested to see if it would backload onto a guide wire. The proglide device would not backload onto the guide wire; the guidewire would not go through the internal valve of the proglide device. There was no patient involvement with this proglide. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported difficult inserting the guide wire could not be confirmed as the returned guide wire was successfully backloaded through the sheath without resistance noted and device dissection confirmed no damage or misplacement of the seal valve. The reported difficulty appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.